Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that when a secondary of chemotherapy was attached to the y-port below the check valve on the primary set, fluid would leak from the y-port or the secondary would not back prime. There was not report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak from the y-port was confirmed. The set was visually inspected and no anomalies were observed. Functional testing was performed and a leak was observed from the proximal smartsite piston. Inspection under magnification showed a small hole in the piston of the smartsite located near the one end of the middle slit. The cause of the leak is a hole in the smartsite piston. The root cause of the piston damage/puncture is a manufacturing issue.